Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "check your pump¿s settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult your healthcare provider as needed."

Event description:
It was reported that customer programmed pump without knowing settings and knows they are incorrect.. Customer experienced a low blood glucose (bg) level of 50 mg/dl. Customer consumed carbohydrates to address low bg. Tandem technical support guided the customer through correcting the basal rate to address the event.